Event description:
Unomedical reference number (B)(4), event occurred in greece. On (B)(6) 2023, it was reported that the infusion set's tubing got detached at the connector while the patient was sitting. The site location was patient's belly and the pump was located on the right side of abdomen. The infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.